Event description:
The customer reported to olympus that while using the evis lucera gastrointestinal videoscope, the nozzle was clogged due to insufficient reprocessing. The issue was found at device reprocessing, there was no delay, and the diagnostic procedure (hysteroscopy) was completed with a similar device. There was no patient harm associated with the event.

Manufacturer narrative:
The device was evaluated on-site by an olympus field service engineer (fse), and the customer¿s allegation was confirmed; the air/water nozzle was stuck with foreign debris. The air/water feeding nozzle was unsmooth due to foreign material clogging inside, which could not be taken out. The device is not expected to be returned. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the clog in the air/water channel could not be determined. What the material was could not be determined. Olympus will continue to monitor field performance for this device.